Event description:
This is filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and placed on the mitral valve. Post-deployment the clip opened between 30-40 degrees. The physician proceeded to implant a second clip medial to the first clip to stabilize it. The procedure was complete with the final mr reduced to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening post deployment could not be determined in this incident. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening post deployment could not be determined in this incident. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and placed on the mitral valve. Post-deployment the clip opened between 30-40 degrees. The physician proceeded to implant a second clip medial to the first clip to stabilize it. The procedure was complete with the final mr reduced to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.